Event description:
The customer called to report that the screen was blank on the insulin pump. The customer then stated, she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. Prior to the hospitalization, the customer stated she took an injection that caused the blood glucose to rise and the issue with the blank display caused the blood glucose to go higher. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.